Event description:
It was reported via repair work order that the zoom does not disengage due to debris in the cam bracket assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.